Manufacturer narrative:
Pt was not in room at the time of event. Device MFR date is not available at the time of this report. Attempted second scan from a different scanner and reproduced the same result; we will upgrade the software from media io to 314. No parts or files have been received by the MFR for further eval. Software has not been evaluated as of the date of this report.

Event description:
A surgeon reported that while using the polestar software to import a coronal series from pacs, he observed an anterior/posterior image flip in the coronal plane. This was reproduced on two different scanners. There was no pt present.